Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated wireform intact and commissure 1 bent. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 11mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Host tissue fused leaflets 1 and 2 by 3mm near commissure 2 at the outflow aspect. Thrombosis like material was noted on leaflet 3 at the outflow aspect. Hematoma was observed on leaflet 3. Host tissue restricted leaflet mobility and led to stenosis. The wireform was exposed near leaflet 3 at the outflow aspect. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of thickened leaflets was confirmed due to observed host tissue, and report of leak could not be confirmed through visual observations. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. In this case, host tissue restricted leaflet mobility and led to stenosis.

Event description:
Edwards received information that a 27mm mitral valve was explanted due to thickened leaflets and severe mitral regurgitation after an implant duration of four (4) years, eleven (11) months, twenty-three (23) days. Edwards received information that a patient has become symptomatic with shortness of breath. The prosthetic mitral valve was noted to be significantly thickened, especially one of the three leaflets. The explanted device was replaced with a 31mm non-edwards mechanical valve. The patient also underwent tricuspid repair with a 30mm mc3 ring due to moderate to severe tricuspid regurgitation during the procedure. There were no reported complications. The patient tolerated the procedure well and remained in critical condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. If additional information is received a supplemental MDR will be submitted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a (B)(6) female patient with an unknown model mitral valve implanted for approximately three (3) and a half years became symptomatic with shortness of breath. It was reported that echo revealed leaflet calcification. It was learned that the valve is going to be explanted. No additional information was provided.

Manufacturer narrative:
Additional manufacturer narrative: additional examination of the valve found severe host fibrous (pannus) tissue overgrowth observed on the outflow side of the leaflets. Leaflet fusion by the host tissue was noted on leaflet 1 (l1) and l2 near commissure 2 (c2). The free edge of l3 was bent outwards by the host tissue. Substantial amount of native mitral leaflet and subvalvular apparatus (chordae) were still attached to outflow surface of l1. Mild to moderate pannus tissue overgrowth was also observed on the inflow side of the leaflets. No appreciable tissue calcification in the leaflets was depicted by x-imaging. These findings suggest that the host tissue overgrowth related leaflet thickening, leaflet fusion, and leaflet retraction appeared to be the primary reasons for the reported mitral regurgitation in vivo. Based on the information received patient factors may have contributed to the event.